Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a blank display screen. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the user interface (ui) assembly. The repair for this device cannot be conducted at this time due to a back order status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.